Event description:
Consumer was using the gum brand deep clean toothbrush and the bristles started breaking off.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.